Manufacturer narrative:
Manufacturer narrative: clinical code: 1997 - paralysis - paralysis reported as the outcome of the event. Impact code: 4616- disability - outcome of event of leakage. (Reported under 9612515-2025-00001). Device problem code: 1354 fluid / blood leak - blood oozing form the graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints gelweave paralysis events v gelweave sales (B)(6) 2021 - (B)(6) 2024 was performed which showed no previous events of paralysis reported for gelweave product in the past 4 years. No trend requiring action has been identified. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Oozing and spinal paralysis: (blood oozing is being reported under tag0118 FDA 9612515-2025-00001). On (B)(6) 2024, when a thoracotomy was performed for artificial blood vessel replacement, oozing was noted from the graft that had already implanted. Hemostasis was achieved using a hemostatic agent (name unknown). The patient was confirmed to have spinal paralysis as of (B)(6) 2024.

Event description:
Oozing and spinal paralysis: (blood oozing is being reported under tag0118 FDA 9612515-2025-00001). On (B)(6) when a thoracotomy was performed for artificial blood vessel replacement, oozing was noted from the graft that had already implanted. Hemostasis was achieved using a hemostatic agent (name unknown). The patient was confirmed to have spinal paralysis as of (B)(6). This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00002 to provide event closure information for tag0119.

Manufacturer narrative:
Manufacturer narrative: clinical code: 1997 - paralysis - paralysis reported as the outcome of the event. Impact code: 4616- disability - outcome of event of leakage. (Reported under 9612515-2025-00001). Device problem code: 1354 fluid / blood leak - blood oozing form the graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review of similar complaints gelweave paralysis events v gelweave sales (B)(6)2021 - (B)(6)2024 was performed which showed no previous events of paralysis reported for gelweave product in the past 4 years. No trend requiring action has been identified. 4111 - communication interview: additional information was requested; however it was communicated that no further information was available on this event. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture. 4117 - device not returned: device remains implanted investigation findings: 213 - no device problem found- full batch review performed which showed no issues with the device during manufacture. Investigation conclusion: 67 - no problem detected - device was manufactured to specification. 4315 - cause not established - paraplegia is generally caused when the lumbar arteries which connect to the spinal cord are starved of blood (and oxygen), however no drop in blood pressure, occlusion or haematoma was reported which could potentially cause a restriction to the blood flow from the graft or caused emboli which blocked the lumbar arteries. As no additional information is available from the site and the graft was manufactured to specification no causal link between the event and the device could be determined.